Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that an asymptomatic patient presented in the clinic with a device that was post sensed t wave oversensing.the device was reprogrammed.